Event description:
It was reported that the customer had an unspecified cartridge issue which resulted in no insulin coming out of the cartridge. The customer went to the ER and was subsequently hospitalized with a blood glucose (bg) level of 340 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report, the customer was still admitted to the hospital with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding a release date; however, no additional information regarding this event was provided.